Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: louie kh, lu c, abdallah t, et al. Gait phase triggered deep brain stimulation in parkinson's disease. Brain stimul. 2021;14(2):420-422. 10.1016/j.brs.2021.02.009. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Louie kh, lu c, abdallah t, et al. Gait phase triggered deep brain stimulation in parkinson's disease. Brain stimul. 2021;14(2):420-422. 10.1016/j.brs.2021.02.009 summary: gait disorder is a particularly disabling and treatment refractory symptom of parkinson¿s disease (pd), contributing to higher fall risk and restrictions of daily activities. Although parkinsonian gait can improve with deep brain stimulation (dbs) of the subthalamic nucleus (stn) or globus pallidus internus (gpi), gait is not considered to be adequately treated. Identified events: four patients had technical difficulties with the implantable neurostimulator (ins), the stimulation was not delivered at the target gait phase. One patient had an electrode placed outside of the target structure. The following device specifics were provided: medtronic sc, pc, or rc implantable neural stimulators. See attached literature article.